Event description:
A report was received that six hours after being implanted, the patient developed a procedure related epidural hematoma. The patient underwent an explant procedure, and following the explant, experienced loss of feeling in her left leg. The physician assessed that the loss of feeling was due to the hematoma. The patient has regained feeling in her leg.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.